Manufacturer narrative:
(B)(4). Results: root cause unknown - limited information available, stent deformation and failure to deliver the stent, device not received for evaluation.

Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion. The physician was unable to cross the lesion and on removal it was noted that the stent was damaged. Another integrity device was used successfully. There was no patient injury reported.